Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: upn: m365db4600c0, model: db-4600-c, serial: (B)(4), lot: 25871298.

Event description:
It was reported that the patient experienced and infection at the lead and burr hole site which caused the lead to come through the scalp. The patient underwent a revision procedure where the lead and burr hole cover were replaced. The patient was administered antibiotics and is doing well postoperatively. The infection was assessed as not related to the device. The devices will not be returned as they were retained by the medical facility.